Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the pump beeped saying occlusion, but the patient checked and nothing was clamped. There were no kinks, so she disconnected, cleaned, and put it back in the port and it's been working just fine without issues. Device is not being replaced as issue was resolved with troubleshooting. Patient was able to successfully continue their infusion. Infusion is life-sustaining. Outcome of the event is resolved. No missed doses. No adverse events reported. The event occurred while in use with a patient.